Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during dwell four of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted that could have caused or contributed to the reported alarm. The technical services representative assisted the patient with ending therapy. The patient was to notify their nurse of the event. There was not patient injury or medical intervention associated with this event. No additional information is available.